Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that device contamination occurred. During preparation for a pulse field ablation (pfa) procedure, upon removal from packaging, an unknown white contaminant was present on the farawave catheter. The farawave catheter was exchanged and the procedure proceeded, and was successfully completed with a new farawave catheter. No patient complications were reported.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. With all the available information, boston scientific (bsc) concludes: investigation summary: bsc concluded the allegation of white foreign matter on the catheter was confirmed. The reported white foreign matter was observed on the farawave catheter handle. Device history record review: a review was completed of the device history records (DHR) for the farawave catheter upn #m004pfce41m401 batch #0037270396. The farawave catheter was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis: upon receipt at a bsc post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually examined and white marks or stains were observed on the handle. No structural or physical breakage of the farawave catheter was identified. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave catheter hazard analysis was completed and confirmed that the event of foreign material present in device was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of quality control deficiency. Quality control deficiency was selected based on the identification of white stains/marks in the handle section of the returned farawave catheter. While no physical breakage or structural damage of the device was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality. A nonconforming events and prevention (ncep) investigation was initiated to further evaluate these events and determine the root cause.

Event description:
It was reported that device contamination occurred. During preparation for a pulse field ablation (pfa) procedure, upon removal from packaging an unknown white contaminant was present on the farawave catheter. The farawave catheter was exchanged and the procedure proceeded and was successfully completed with a new farawave catheter. No patient complications were reported.